Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not able to be interrogated with a consult unit. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.